Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Event description:
It was reported that a day after implant, a chest x-ray showed that this left ventricular (lv) lead had dislodged. Loss of capture was also identified. Consequently, the lead was explanted and no additional adverse patient effects were reported. The product was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection found the lead and tip appeared normal and no abnormalities were identified. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A wire insertion test was performed and passed without problems, indicating no blockage in the lumen. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported lead dislodgement.

Event description:
It was reported that a day after implant, a chest x-ray showed that this left ventricular (lv) lead had dislodged. Loss of capture was also identified. Consequently, the lead was explanted and no additional adverse patient effects were reported. The product was received for analysis.